Manufacturer narrative:
(B)(4). This is a report of use error, where the patient was swapped out the final bag and reused the disposable supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient disconnected the final solution bag and connected a new final bag the set, reusing the disposable supplies for peritoneal dialysis therapy. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with them. There was no patient injury or medical intervention reported. No additional information is available.